Event description:
Reporting status: serious injury - required intervention / permanent damage. Reporting rationale: guide wire tip was separated and remains in the patient. Device issue: guide wire separation. It was reported that the bmw guide wire was used to implant another company's 3.0 x 20 mm stent. It was noticed that the tip of the bmw was jailed between the stent and the vessel wall resulting in malapposition because of flared stent struts. An attempt was made to retrieve the guide wire by pulling, pushing and applying torque; however, during the attempts, the distal end of the coil separated and remained where it was jailed. For a bail-out, another company's 3.5 x 16 mm stent was implanted inside the stent which had been implanted earlier. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Historical data shows that guide wire tip damage may happen when the core is subjected to tensile / torsional loads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and manipulation. A guide wire being over pulled / torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described. Based on the case information, the root cause appears to be from case conditions and not associated with a quality issue.